Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's father reported that the up arrow button has to be pressed very hard and "carefully" in order to complete bolus. At the time of troubleshooting, the reporter denied any tears to keypad and confirmed other keypad buttons functioning. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 01/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.